Event description:
It was reported the patient was receiving a prophylactic battery change, however implant card was later received stating the reason for replacement was due to battery depletion. Product analysis (pa) was performed on the returned generator. During the bench interrogation, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand, the pulsedisabled and eos warnings were set. The pulsedisabled byte would not reset. Therefore, the system diagnostics and final electrical test could not be performed. The diagnostic vbat calculation result was 1.838 volts. The data in the diagaccumconsumed memory locations revealed that 45.181% of the battery had been consumed. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 1.859 volts, confirming an eos=yes condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. A postburn electrical test was performed. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed. The combination of a high impedance value that occurred after explant and output current setting (1.50ma post explant) required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device (>10.5 v). Review of the electrical characterization report states that the longevity estimates are not guaranteed at compliance voltages greater than 10.5v. The ¿vboost¿ compliance voltage condition is not considered a device failure, but an expected event due to the pulse generator remaining ¿on¿ post explant. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation. Device history records of the generator was reviewed. It was confirmed that all parameters passed inspection and that the trim test tab was performed prior to when the manufacturing process was corrected; therefore, the generator of interest is part of the laser routing issue which would cause premature eos. No additional relevant information has been received to date.